Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor cannula was missing when removed from body. The customer¿s current blood glucose level was 132 mg/dl. The customer removed the sensor that was inserted and she noticed that the sensor cannula was missing. The customer felt like sensor cannula was stuck on the adhesive and not in her body. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Inspected 2 opened/used sensors and found sensors retracted inside sensor. Broken part is still attached. See attachment picture for more details unable to confirm customer received sensor damage due to customer returned opened/used. Second sensor found no broken or missing parts were observed during analysis. See attached photo for more details. Unable to confirm insertion anomaly due to customer did not return insertion needle only sensor. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.